Event description:
During leep, loop electrosurgical excision procedure, the valleylab "ball" electrode insulating blade started to melt. Procedure was stopped and the piece of defective equipment was replaced.